Event description:
It was reported that this right ventricular (rv) lead exhibited a sudden jump in pacing impedance. The pacing impedance reached a high out of range value, which resulted in a lead safety switch (lss). It was noted that the lead also exhibited myopotential oversensing from the lss's unipolar setting. Technical services (ts) reviewed the reports and provided troubleshooting actions. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the physician will continue to monitor the patient. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a sudden jump in pacing impedance. The pacing impedance reached a high out of range value, which resulted in a lead safety switch (lss). It was noted that the lead also exhibited myopotential oversensing from the lss's unipolar setting. Technical services (ts) reviewed the reports and provided troubleshooting actions. The lead remains in use. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested from the field representative regarding initial reporter. Should additional pertinent information be provided, a supplemental report will be sent.